Event description:
It was reported that the lcd display was broken on the insulin pump. No additional information provided.

Manufacturer narrative:
Findings: pump received with missing segments due to cracked and bleeding lcd glass. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.